Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the ncircle tipless stone extractor had a faulty basket. It was explained further upon follow-up that the basket was disfigured and would not fully articulate. This observation was made prior to patient contact and the device was not used. Additional information has been requested regarding this event.

Manufacturer narrative:
Investigation ¿ evaluation: visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, drawings, instructions for use, and quality control data. One complaint device ntse-022115-udh lot 8404162, was returned for investigation. The device was returned with the handle in the open position. The collet knob is tight and secure. The male luer lock adapter (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.8 cm in length. A visual examination noted the basket sheath is severed from the handle. The handle segment measures 10 cm; which includes 4.5 cm of support sheath, 8 cm of basket sheath, and 2.1 cm of exposed coil. The support sheath is bowed in appearance. The basket sheath segment measures 106.7 cm in length. There is no damage or kinks in the basket sheath. The basket formation was returned partially closed. One wire in the basket formation was found to be pulled out of the cannula. The other three wires are secure. A review of the device history record found there were no non-conformances related to the reported failure mode. A complaint history search revealed this is the only complaint that has been received that has been associated with lot number 8404162. Per the instructions for use (IFU), precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a non-functional basket due to the sheath being pulled free from the handle, and a basket that had 1 wire pulled free from the basket cannula. The observed damage likely occurred during handling/use of the device. The likely cause for the observed damage is that the device experienced a tensile force great enough to pull the sheath from the handle and break one of the basket wires. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported the ncircle tipless stone extractor had a faulty basket. It was explained further upon follow-up that the basket was disfigured and would not fully articulate. This observation was made prior to patient contact and the device was not used.